Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to his normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 10:06 am. The patient alleged obtaining an elevated blood glucose reading of ¿333¿ (mg/dl) with the subject meter. The patient also reported obtaining readings of ¿58 and 67¿mg/dl on july 22, 2014 both readings within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient manages their diabetes with a combination of diabetes medications, specifically lantus insulin 35 units per day, and 1 tablet of metformin 500mg in the mornings and another in the evening. The patient reported experiencing symptoms of ¿dizzy, disoriented, profusely sweating, slurred speech, shakiness and tremors¿ and confirmed that these symptoms started approximately 1 hour after the alleged product issue began. The patient reported taking an additional 11 units of novalog insulin at 10:10 am on (B)(6) 2014 in response to the alleged product issue. The patient confirmed that their blood glucose was not measured using any other device. The patient reported treating himself with glucose tablet/dextrose solution in response to the reported issue. At the time of troubleshooting, the csr noted that the test strips being used were stored correctly, and that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.